Event description:
At this time, the only information that has been provided to arjohuntleigh is notification by the patient's estate of a wrongful death law suit against a parts manufacturer in which maxi move was listed.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. (B)(4).